Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range pacing impedance measurement more than 2,000 ohms . It was also reported that there was a loss of capture (loc) during isometrics. However, there was no asystole of more than two seconds and the patient was not pacer dependent. The physician discussed lead construction and will most likely revise the lead. This rv lead is still in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.